Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was rushed to the emergency room (ER) with low heart rate symptoms after a syncope episode. The physician requested technical services (ts) review of the presenting electrogram (egm). Upon review, the egm noted oversensing noise on the right ventricular (rv) lead. The rv lead was observed to have high out of range shock impedance measurements. The physician reprogrammed the lead sensitivity. No additional adverse patient effects were reported. The rv lead remains in service. Subsequent additional information was received that reported the rv lead was discovered to have fractured and a lead revision procedure was performed. The rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The product is expected to be returned.